Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that the patient presented in the hospital on (B)(6) 2017 being monitored since a new system implant was performed. A drop in sensing was noted. It was believed that the lead perforated. The patient was scheduled for an extraction the following day. A pericardiocentesis was first performed before the system was extracted. Prior to the procedure, increased capture thresholds on the rv lead was observed. The lead was extracted. The patient was stable before, during and after the procedure.